Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that during removal 2.7 variable angle (va) screws from the va ankle system on (B)(6) 2019, the screws were broken. Additionally, during the procedure, the stardrive recess wasn't working. Procedure status and patient outcome are unknown. Concomitant medical products: cortscr ø3.5 self-tap l36 sst (part: 02.200.03 lot: h192334, quantity: 1), cortscr ø3.5 self-tap l40 sst (part: 02.200.040, lot: h184231, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: 1). This report is for an unknown locking screw. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken, this thus confirming the complaint description. We have received back the badly damaged screw head (including a bit of shaft with thread), the recess is deformed from use, the broken section at the shaft side is badly deformed from use, also the threads (head and shaft) at this received back part is damaged from use. The received back shaft part is not visible as such anymore, as it is badly damaged and deformed, no thread are visible anymore. In addition, we do not know how long the screw was, as no article or lot number got reported, but we have to assume that there is a bit of the screw tip missing. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage, and as no lot number got reported. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: a ¿document/specification review¿ is not possible, as no lot number got reported. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Summary: as it got reported that the implant broke by removal, but we are not able to reproduce this incident, we have to assume that during removal of the implant an error or/and that high applied mechanical force led to this damage. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on this the complaint is rated as non-confirmed, and not valid from the manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.